Manufacturer narrative:
No manufacturing defect was found on macroscopic or microscopic examination of the explanted device. Capsule contracture was reported as the reason for explantation.

Event description:
Capsule contracture.

Manufacturer narrative:
Physician statement: patient stated right side deflation. Dr. Confirmed deflation.

Event description:
Alleged deflation.